Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm did not occur. A review of the event history log revealed no air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.